Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to the stress of repeated use, external factors, or handling of the device, the image sensor unit was damaged. This damage could include disconnection or breakage of components mounted on the electrical circuit board, such as integrated circuit chips and capacitors, which may have resulted in the b30 error. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: it was confirmed that instructions, operation manual, chapter 3 "preparation and inspection", section 3.8 "inspection of the endoscopic system" describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope had a b30 scope communication error. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.